Event description:
It was reported that during a mandibular osteotomy, the patient received a first degree burn on the lip. Additional antibiotic prescription was not given because the patient received an antibiotic prior to the procedure. The patient was reported as doing well on the follow up visit. No further information was provided.

Manufacturer narrative:
The customer's complaint was confirmed; the probable cause of the device overheating was attributed to corroded bearings.